Event description:
Previous follow-up report from (B)(6) 2010 noted increased pacing lead impedance. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.